Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing no aspiration during a procedure. Add'l info from the customer indicated the cause of the event was due to the pt having a dense cataract and not related to a system or company product issue. The case was completed without harm to the pt.